Event description:
It was reported when using the bd pyxis¿ medbank tower, user mentioned that the bio-identification at the facility in jefferson city health and rehabilitation center is not working properly, they request fst to come and replace the bioid. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that several users had experienced issues using the biometric identifier. When the issue occurred, users had to log in using their usernames and passwords or have an admin user log in on their behalf. A technical support specialist informed the users that changes had been made to the bio ID service, and the users confirmed that it was working properly afterward. The system functioned as intended after the technical support specialist resolved the issue.